Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 127 mg/dl and sensor glucose was 42 mg/dl at the time of call and triggered threshold suspend. The customer stated that there were bent cannulas from the previous sensors. The representative explained to the customer how the glucose travels in the body. The customer was advised to at least turn the sensor off for 2 hours then turn back on and perform reconnect old sensor. The sensor will not be returned for analysis.